Event description:
The account stated that the architect c8000 analyzer has generated discrepant sodium (na) and chloride (cl) results on a fourth patient sample who has been diagnosed with a bladder tumor and melanoma. The initial na result was 128 and the retest result was 136. The initial cl result was 111 and the retest result was 102. The units of measurements are mmol/l. There was no adverse impact to patient management reported.

Event description:
Impedance measurements greater then 4000 ohms on some of the bipolar pairs occurred. An impedance measure of less then 250 ohms was noted also. The possibility of an open circuit was discussed. The pt's status/outcome was not reported. Add'l info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Event description:
The user received a questionable troponin t result for one patient sample from the cobas e411 analyzer. The initial result was 0.163 ng/ml with a data flag and was reported to the physician. A second sample from the same patient was tested and the result was <0.01 ng/ml. The first sample was repeated twice on (B)(6) 2010 and the result was <0.01 ng/ml with data flags. An angiogram had been ordered for the patient due to the erroneous initial result, but was cancelled when the result for the second sample and repeat results for the first sample were received. No adverse events were alleged regarding the discrepancy. The troponin t reagent lot number was 157219.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified with the data provided for investigation.the preanalytics for the sample were acceptable, the quality controls prior to the event were within range. In addition, the alarm trace did not show any issues. Analyzer performance testing was within specification. No adverse events were reported.

Manufacturer narrative:
Additional patient demographic information was received and documented in the medwatch.